Manufacturer narrative:
Additional information was received that the patient's symptoms were heat and redness at the lead insertion site. The physician assessed that the infection was procedure related.

Event description:
A report was received that a patient had developed an infection at the lead insertion site and had everything explanted. The physician determined that the patient has conversion disorder and the patient manifested the physical symptoms.

Event description:
A report was received that a patient had developed an infection at the lead insertion site and had everything explanted. The physician determined that the patient has conversion disorder and the patient manifested the physical symptoms.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics to treat the suspected wound site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot#: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-1132, serial/lot#: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient had developed an infection at the lead insertion site and had everything explanted. The physician determined that the patient has conversion disorder and the patient manifested the physical symptoms.